Manufacturer narrative:
Other, other text: h10 ? Device evaluation: one medfusion pump was returned for investigation in used condition. The top case was slightly dented on the left corner. A review of the event history log (ehl) showed evidence of the reported primary audible alarm (paa). An occlusion test was performed. The paa could not be replicated during functional testing. The reported paa was verified via the findings of the ehl. The problem source of the reported product problem was unknown. A root cause was not established. The speaker on the pump was replaced as a preventative measure.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited primary audible alarm. No adverse effects were reported.